Event description:
This report pertains one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14184 and 3005099803-2013-14185 it was reported to boston scientific corporation that a trapezoid¿ rx was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the basket was used to capture a stone in the common bile duct. Lithotripsy was attempted with an alliance handle, however the wire connected to the basket handle broke, and the basket failed to crush the stone. The physician was able to release the stone from the basket and remove the basket from the patient. A second basket was used to capture the stone in the common bile duct. Lithotripsy was attempted with an alliance handle, however the wire connected to the basket handle broke, and the basket failed to crush the stone. The physician was able to release the stone from the basket and remove the basket from the patient. The physician decided to end the procedure at this time and remove the stones during the patient¿s scheduled gallbladder surgery(date unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.